Event description:
It was reported that the patient came back for second dressing change on the fourth day of treatment. Red fluid resembling blood was found in the tubing of the pico. A back-up device was available. No delay in treatment. It is unknown when the problem occurred.